Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the stimulation being felt in the lower back/outside of the bike seat area during the trial was unknown. It was also unknown if the lead moved during the trial. The healthcare provider was asked what actions/interventions were taken to resolve the stimulation issue they responded none, the patient reported improvement in fecal accidents. They proceeded with the permanent implant on (B)(6) 2019.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot#: unknown, product type: screening device; product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence. The patient reported they had diarrhea. They were prompted to change sides, however the patient sated that in the office they felt s timulation in their lower back, because of this, they wanted to continue with the left side at 1.9 for the time being. They also mentioned that they weren't sure if a lead possibly moved due to feeling stimulation outside of the bicycle seat area. Contributing factors and whether the issues were resolved at the time of the report were unknown.